Manufacturer narrative:
The delivery system was returned for evaluation with the stent partially deployed (95% deployed). The lock wire was removed and not returned. On evaluation of the returned device, deployment of the stent was not possible when actuated. The handle assembly was dismantled during the evaluation by the cirl research & development engineer and it was noted that the flexor was broken within the handle. The stent was deployed by hand when force was applied during the evaluation. There was no damage to the stent. All other inner components were examined and were ok. The customer complaint was confirmed as deployment of the stent was not possible when actuated. And the flexor was broken within the handle. A possible cause of this damage occurring may have been that it was a tortuous anatomy. Another possible cause could be that there was massive pressure and force may have been applied when attempting to deploy the stent. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. The sales confirmed resistance was encountered when advancing the wire, the introducer and the stent. The sales rep stated "there is no image available by requesting to reporter. The stent has not deploy". Prior to distribution, all evo-25-30-10-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for this evolution device of lot c1206018 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The evolution stent failed to deploy normally. The user confirmed the stent was partially deployed and could not be deployed fully.